Manufacturer narrative:
The butterfly needle was missing the point and bevel, rendering it unusable. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A complaint was received, and the customer reported receiving a "autobcs21g autotract blood collection sets" that "butterfly needle with no point or bevel".